Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified left popliteal artery. A 3.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.